Event description:
It was reported that during a revision of the left ventricular lead, the physician perforated the subclavian vein with the introducing catheter. A fluoroscopy contrast revealed accumulated liquid and the physician opened the pocket. The physician pushed through the vena cava and closed the leakage. The patient was in stable condition post the operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.